Event description:
It was reported that the intra aortic balloon (iab) was prepped per the instructions. The iab was removed from the tray and connected to the intra aortic pump (iabp)-0500d (B)(4). The iab could not be zeroed by the fiber optic sensor (fos). The iabp pump alarmed "arterial pressure fos signal too low." Nevertheless, the physician tried to advance the iab through the sheath. He was able to advance it "approximately 9 cm into the sheath" when hard resistance was felt. The iab became stuck in the sheath. As a result the physician removed the iab and sheath, and used a new iab kit to complete the insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.